Manufacturer narrative:
Accuracy testing was reviewed to evaluate the assay performance of architect intact pth. Because the lot number is unknown lot 01612a000 was used to represent the assay. The testing passed the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect intact pth reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Event description:
The customer stated that an elevated architect ipth result of 107 pg/ml was generated. The sample was 69 pg/ml when tested with the eclusys method at the reference lab. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Upon quality review of this emdr, it was discovered that manufacturer name was inadvertently left blank in the follow-up 01 report. This emdr is being submitted to correct the blank field.